Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: the fracture occurred through the neck portion of the stem with the trunnion portion still affixed to the head. It was observed that the fracture originated from multiple origins at the superior surface of the neck, and propagated distally. It was determined that the two fracture surfaces were not mirror images of each other, an indication that fragmentation of base material occurred during the fracture event. The fragment(s) were not returned for analysis. The material analysis report concluded: the exeter stem fractured in fatigue with multiple origins at or near the superior surface of the neck. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the device features examined. - medical records received and evaluation: not performed as medical records were not provided. - device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies - complaint history review: a review of the complaint history database shows that there have been no other reported events for the reported lot code. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information, such as operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer has reported via the sales rep that a patient has had to undergo revision surgery of a primary exeter stem, 50 offset. The customer has reported that the patient was admitted through the trauma ward, so it is unknown how the reported event happened. However from a conversation with the patient, it would appear that the stem was implanted approximately 2 years ago. A 28 +8 metal head was also replaced as it could not be removed from the fractured stem.

Event description:
The customer has reported via the sales rep that a patient has had to undergo revision surgery of a primary exeter stem, 50 offset. The customer has reported that the patient was admitted through the trauma ward, so it is unknown how the reported event happened. However from a conversation with the patient, it would appear that the stem was implanted approximately 2 years ago. A 28 +8 metal head was also replaced as it could not be removed from the fractured stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.